Event description:
It was reported that the patient has a ruptured aneurysm of the anterior cerebral artery (aca) and is scheduled to undergo stent-assisted coiling treatment. During the procedure, the guidewire was used to navigate the microcatheter, which served as the delivery microcatheter for the stent. A subject stent was planned for use. After ensuring proper flushing, the subject stent was successfully delivered to the distal end of the parent artery through the microcatheter. The surgeon then retracted the subject stent system and microcatheter to release tension. Once the subject stent position was confirmed to be appropriate, the surgeon fixed the subject stent delivery wire and slowly withdrew the microcatheter. When the subject stent tip emerged from the microcatheter, continued resistance was felt while retracting the microcatheter, preventing the subject stent from fully deploying. To ensure surgical safety, the surgeon decided to withdraw the entire subject stent system and microcatheter outside the body. During this withdrawal, the subject stent delivery wire separated from the stent, leaving the stent at the tip of the microcatheter. The surgeon then selected another microcatheter and navigated it to the target location, followed by delivering a new stent to the intended site and successfully deploying it. Subsequently, coil embolization was completed using the through-the-net technique, and the surgery concluded smoothly. There were no clinical consequences to the patient.

Manufacturer narrative:
F10 / h6 device code grid: corrected from fracture to 'stent partial deployment' and 'stent deployed prematurely during use.' Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection was performed as the subject was returned inside xt-17 microcatheter. The sdw (stent delivery wire) was found to be kinked/bent. The stent was found to be deformed. The stent introducer sheath distal tip was intact. Functional inspection was performed as the catheter was flushed and sdw was advanced, the subject stent was deployed on the table without difficulties. The as reported 'stent partial deployment' was not confirmed during analysis. The as reported 'stent deployed prematurely during use' was confirmed during functional inspection. The remaining reported ' stent difficult/unable to advance or pullback through catheter' could not be duplicated as the stent was returned already deployed inside the microcatheter lumen. However, the analysis results are consistent with the reported event. The subject device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the subject stent device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the subject stent device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'severely tortuous'. It was reported that 'after ensuring proper flushing, the subject stent was successfully delivered to the distal end of the parent artery through the xt-17 microcatheter. The surgeon then retracted the subject stent system and microcatheter to release tension. Once the subject stent position was confirmed to be appropriate, the surgeon fixed the subject stent delivery wire and slowly withdrew the xt-17 microcatheter. When the subject stent tip emerged from the microcatheter, continued resistance was felt while retracting the microcatheter, preventing the subject stent from fully deploying. To ensure surgical safety, the surgeon decided to withdraw the entire stent system and microcatheter outside the body. During this withdrawal, the stent delivery wire separated from the subject stent, leaving the subject stent at the tip of the microcatheter. The surgeon then selected another microcatheter and navigated it to the target location, followed by delivering other stent to the intended site and successfully deploying it'. The subject stent was returned for analysis in a deployed condition inside the excelsior xt-17 microcatheter (mc) lumen. The subject stent was located towards the distal end of the mc. The subject stent was no longer present on the sdw. Following its removal from the microcatheter, the subject stent was noted to be deformed. The introducer sheath was returned for analysis and was undamaged. The sdw was also returned for analysis and the wire was kinked/bent towards the proximal end of the wire. Given the event description and follow-up gfe responses which state that the introducer sheath was correctly positioned and all other preparation steps were correctly undertaken, and which further notes that no resistance was felt when advancing the subject stent through the introducer sheath, it is likely that this issue arose due to a combination of the severe tortuosity of the target vasculature and some unknown procedural factor(s). An assignable cause of procedural factors has been assigned to the as reported 'stent deployed prematurely during use', and 'stent difficult/unable to advance or pullback through catheter', and as analyzed 'stent deployed prematurely during use', 'sdw kinked/bent' and 'stent deformed'. This complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of 'not confirmed has been assigned to the as reported ¿stent partial deployment.¿

Event description:
It was reported that the patient has a ruptured aneurysm of the anterior cerebral artery (aca) and is scheduled to undergo stent-assisted coiling treatment. During the procedure, the guidewire was used to navigate the microcatheter, which served as the delivery microcatheter for the stent. A subject stent was planned for use. After ensuring proper flushing, the subject stent was successfully delivered to the distal end of the parent artery through the microcatheter. The surgeon then retracted the subject stent system and microcatheter to release tension. Once the subject stent position was confirmed to be appropriate, the surgeon fixed the subject stent delivery wire and slowly withdrew the microcatheter. When the subject stent tip emerged from the microcatheter, continued resistance was felt while retracting the microcatheter, preventing the subject stent from fully deploying. To ensure surgical safety, the surgeon decided to withdraw the entire subject stent system and microcatheter outside the body. During this withdrawal, the subject stent delivery wire separated from the stent, leaving the stent at the tip of the microcatheter. The surgeon then selected another microcatheter and navigated it to the target location, followed by delivering a new stent to the intended site and successfully deploying it. Subsequently, coil embolization was completed using the through-the-net technique, and the surgery concluded smoothly. There were no clinical consequences to the patient.